Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As the reported leak was unable to be confirmed during return analysis, it is possible that the cap seal was not fully tightened thus resulting in the reported leak difficulties; however this cannot be confirmed. The investigation determined a conclusive cause for the reported difficulties cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the left atrial artery. The copilot was noted to be leaking blood during the procedure. Another copilot was used; however, same issue occurred. A non-abbott device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.